Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that there was a change to their device programming, as there were years of not being reprogrammed with no physician to adjust or oversee their settings. The patient stated that electronic devices were causing them pain when in contact. It was noted that the patient tried to contact a physician but didn¿t have any luck. The patient reported that the pain is worse each day and that the device was not working as proposed at all. The issue had not been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for other chronic/intract pain ( trunk/limbs). The patient reported that she was having problems because she was in so much pain. The patient reported that the device didn't work anymore, but right now she had a lot of pain and it was getting worse and worse. The patient reported that he chest, head and everything just hurts. The patient reported that she couldn't take this pain anymore. The patient reported that she tried to call her old healthcare provider (hcp) but was told he no longer worked at the clinic. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was having a lot of problems with the stimulator. The patient stated she was having a lot of pain. Patient stated she did not know if it was infected or not. The patient stated the pain was right where the ins was. The patient stated she went to pcp and was redirected her to talked to someone trained in scs. Patient stated the pcp checked them for everything. It was reported this was a gradual change in symptoms. Patient called back stating she had all kinds of problems with the device; she had to stay in bed and was in pain, throwing up and running temp. Patient reported mouth was dry and she couldn't get anybody to take it out from her. Patient reported her doctor told her it was not for her head. Patient reported she lost weight and did not know what to do. No symptoms reported. No further complications were reported/anticipated.